Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a swollen, itching device site. The system was explanted due to infection. The patient was stable.

Event description:
It was reported that the patient presented in clinic with a swollen, itching device site. The system was explanted due to infection. Cultures taken from the patient's implantable cardioverter defibrillator and leads were negative. The patient was stable.